Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed since the batch number is unknown for this complaint. A device history review cannot be performed since the batch number is unknown for this complaint. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
Vas specialist placed a cannula this morning and, on withdrawing the needle from the nexiva integrated cannula, the end port was bleeding continuously. It appeared that the self-sealing mechanism may have failed. Customer placed have used several other cannulas from the same lot number without any issues, and this is the first time they have encountered this. It is likely a one-off occurrence. In relation to patient harm, there was no direct injury. However, due to the issue with the product, the cannula had to be removed and a new cannula inserted, resulting in an additional needle insertion that would otherwise not have been necessary.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.